Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device replacement procedure, the dual high voltage coil impedance was noted to be high and defibrillation threshold testing failed using the chronic right ventricular (rv) lead. Another rv lead was implanted. Upon extraction, the superior vena cava coil was noted to have been entirely endothelialized. No patient complications have been reported as a result of this event.